Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient found down at home early morning on (B)(6) 2026 in asystole with a driveline disconnect, was unsure not it was intentional or witnessed by ex-girlfriend. The flow was reestablished to the pump at 1:14 am. In addition, it was seen driveline disconnect on (B)(6) 2026 at 5:58 for 3min 16 secs. The patient was nonresponsive. The event log file captured that the driveline was disconnected at (B)(6) 2026 00:58 and reconnected (B)(6) 2026 at 01:12. Later, there were a couple periods of low flow events were noted (B)(6) 2026 at 0115-0116 and (B)(6) 2026 at 0152-0156 with flow noted as low as 1.2 lpm. Remainder of the log file was uneventful. The second set of log files captured similar events. Communicated through the patient outcome that the patient passed away on (B)(6) 2026 due to cardiac arrest. The outcome was not device or therapy related because the driveline was manually disconnected. The device parameters (flow, speed, power) were within normal limits for this patient.